Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: (B)(4). Model: sc-9218-15. Serial: (B)(6). Batch: (B)(4).

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead adjustment procedure and was doing well postoperatively.